Manufacturer narrative:
(B)(4). Results: incorrect technique/procedure (mismatch of size between stent graft and the patient's blood vessel). Conclusion: operational context caused or contributed to the event (mismatch of size between stent graft and the patient's blood vessel).

Event description:
A talent stent graft system was implanted in a pt for the endo vascular treatment of a saccular distal aortic arch aneurysm, at zone 2, with a severe type b dissection, 28 days ago. Vessel morphology was reported as little calcification; a proximal neck diameter of 30-31mm; a distal neck diameter of 27mm; and a 33mm aneurysm length. It was reported that access was narrow and a conduit was constructed. The tf3232 device was implanted into the distal end of the lesion at the left common carotid artery, covering left subclavian artery (ref MFR #2953200-2011-00745). A tf3636 was implanted into the proximal side of the lesion. Another manufacturer's balloon was then used. A type ia endoleak was then noted (ref MFR # 2953200-2011-00746). A tax3636 was implanted successfully to treat the endoleak. After tevar, when the pt awaked from anesthesia, a cerebral infarction and right hemiplegia were confirmed. Pt is in the ccu at present.

Event description:
Additional information for this case was received. It was reported that there was adverse event of a stent graft migration. The investigator indicated that the relationship to the product is unknown, the relationship to procedure is unknown and there was no treatment preformed. The physician's comment: when device was deployed, it was confirmed no occlusion of left common carotid artery. However, the patient got cerebral infraction on the next day (B)(6) 2011. The CT check showed that the stent graft migration to the proximal side about 1cm and left common carotid artery was occluded. The cause is predicted to be due to the mismatch of size between stent graft and the patient's blood vessel, and by insufficient modeling with a balloon (touch-up.) However, the exact cause was not able to be determined.

Manufacturer narrative:
(B)(4). Evaluation results: cva/stroke, pre-op dissection, another manufacturer's balloon, treatment of a pre-operative dissection. Conclusion: pre-op dissection.